Event description:
It was reported that during an unspecified procedure, the filter prematurely deployed. The intended area of deployment was a lower extremity, and the access site was the femoral. The physician encountered some resistance while loading the greenfield vena cava delivery system onto the guide wire. The physician was introducing the greenfield vena cava filter delivery system into the patient and noted that the filter was not in the delivery system. By fluoroscopy, the physician was able to determine that the greenfield vena cava filter was already inside of the patient, although it did not migrate. The greenfield vena cava filer had fully deployed with all 5 legs open and attached to the vessel wall. The safety sleeve was in place and the trigger was in a locked position. The physician was able to remove the filter "through the guide wire sheath", and another one of the same was successfully deployed. The physician feels that the patient is adequately protected with the deployed filter. Patient status was reported as 'stable'.